Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. A review of the system logs showed that there was a one wire error which caused the device to be set to have zero remaining uses. It was reported that the device system displayed the end of life message prior to reaching end of life criteria. The reported issue was confirmed. The most likely cause could not be established from the information available. The issue can occur if there was a corrupted one-wire data. One-wire data corruption can occur if the read or write communication to the one-wire device was interrupted. The investigation detected an unreported condition of loose motor screws that had no relationship to the reported condition. Loose motor screws can result in unanticipated motor movement. The root cause of the observed condition was determined to be a result of a manufacturing activity. The thread locker applied to the screws was not activated properly. Improvements have been initiated to mitigate this condition. Another unreported condition was identified: the ir shield was damaged. This has no relationship to the reported condition. The product analysis noted evidence that the device was not used as intended. The issue can occur due to rough handling of the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during preparation, the remaining procedure that should have been 280 times was displayed as 0, and a spanner mark was also displayed, and the device did not work. A different handle was used to resolve the issue. There was no patient involvement.